Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. UDI number - (B)(4). Concomitant medical products: part: 00877703204, bioloxâ® option, head, xl, ã¸ 32/+7, taper 12/14, lot: 2927640. Part: 00875704802, shell with multi holes porous 48 mm o.d. Size gg, lot: 61448860. Part: 00784301106, femoral stem beaded fullcoat 12/14 neck taper, lot: 60732009. Part: 010001001, g7 screw 6.5 mm x 40 mm, lot: 6033599.

Event description:
It was reported that patient underwent a right hip revision and subsequently, eight months later the patient experienced a second dislocation of the right hip prosthesis. No further treatment or intervention information available at this time. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Medical notes were reviewed and identified patient experienced a dislocation of the right hip prosthesis requiring a closed reduction under conscious sedation. Another medical note identified patient experienced a second dislocation of the right hip prosthesis. A total right hip prosthesis is dislocated with the femoral component displaced superiorly. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.